Event description:
On (B)(6) 2026, the patient was prepped for an ultrasound guided ascites percutaneous drainage catheter placement procedure using the navarre opti drain. During preparation, it was noted that the length of the trocar needle was shorter than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. All the three photos show partial view of three separate drainage catheter in which trocar needle was not noted at distal end of the catheter. However, the length cannot be verified from provided photos and without physical sample. The investigation is inconclusive for the reported trocar needle was shorter than the catheter issue for all three devices as it is not sufficient enough to determine whether the product meet specifications or not. A definitive root cause could not be determined based upon the provided information. It is unknown whether procedural or manufacturing issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.